Manufacturer narrative:
A guidant implantable transvenous rate/sense lead was subsequently implanted. The shocking portion of the defibrillation lead remains active. No additional information is available at this time. If additional information becomes available, guidant will reopen the event. As this lead was surgically abandoned, no return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was removed from service for an unknown reason. Additional information: no further information or allegations were received regarding this lead. Eight years later, during a device replacement procedure, this lead was surgically abandoned. No lead issues were reported. No adverse patient effects were reported.

Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was removed from service for an unknown reason.